Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room and then hospitalized due to diabetic ketoacidosis on (B)(6) 2021 with the blood glucose level 360 mg/dl. The customer's current blood glucose level was 263 mg/dl. The troubleshooting was performed. The auto mode feature was not active at the time of high blood glucose event. The customer did experience symptom such as unwell, headache, tired, weak, pain due to diabetic ketoacidosis. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with intravenous insulin drip and manual injection. The insulin pump will not be returned for analysis.